Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) is underway. Upon evaluation, the monitor failed to deliver treatment pulses. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing, monitor sn: (B)(4) failed incoming testing. The last patient to use this monitor did not report any deficiencies.